Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: detailed inquiry description: three incidents where there was a bloodline separation at blood pump segment during treatment and during setup. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. The sample was decontaminated before an evaluation could be performed. A visual evaluation was done on the bloodline, and it was noted there was disconnection at the bonded joint and tube. There was no evidence of stress marks present, however, it was noted no solvent was present. Based on the evaluation results, the reported defect is confirmed. Incidents of this nature are attributed to operator oversight during the solvent application process. The most probable root cause of the detachment could have been due to insufficient solvent applied. Although our training procedures ensure that all our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence, a quality notification and retrain were generated for all associates involved in the solvent application process. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.